Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high and low compared to another meter. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(6) 2012. The patient reported managing his diabetes with novolog insulin pump therapy (26.8 units a day, unknown basal rate) due to being a type 1 diabetic. The patient mentioned that he tests his blood glucose 6-8 times per day. However, the patient was unable to provide an average blood glucose result or range, due to being a "brittle diabetic" and having fluctuating results. The patient stated that he was not sure how long the alleged inaccuracies had been occurring. However, the patient stated that he felt that the inaccuracies had been occurring for approximately 6 months. The patient claimed that on (B)(6) 2012 at 3 p.m. He obtained back to back blood glucose results of "600 mg/dl" with the subject meter and "200 mg/dl" with a true test meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient told the mss that he administered himself a bolus of insulin via his insulin pump (unknown dose) immediately after obtaining the "600 mg/dl" result. The patient denied having symptoms at the time he was testing. The patient claimed that he went into "insulin shock" and was experiencing symptoms of "incoherent, seeing white spots, blurry vision, and cold sweats" within 30 minutes of administering the insulin. The patient said that his wife called emergency medical services (ems) when he began to have these symptoms; he stated that ems probably arrived 20-30 minutes after his wife called. The patient was unable to recall what his blood glucose was when ems tested him or what treatment ems provided. The patient told the mss that ems transported him to the hospital where he was with IV glucose (unknown dose) and kept overnight for monitoring. The patient could not recall what his blood glucose results were while he was hospitalized. The patient informed the mss that after being discharged from the hospital he ceased his insulin pump therapy and began administering the insulin by injection manually, based on true test meter's results. The patient claimed that a few days after being discharged from the hospital he obtained back to back blood glucose results of "30 mg/dl" with the subject meter and "150 mg/dl" with the true test meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that he consumed more food/drink based on the "30 mg/dl" result and within 30-40 minutes developed symptoms of "nauseated, heavy legs, and fatigue." The patient reported treating himself with a bolus of insulin (unknown result). During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measurement, that the patient was using the correct testing process, and that the patient was using an approved sample site. The patient did not have test strips available at the time of troubleshooting and so the cca was unable to confirm that they had not been open longer than the discard date. The alleged issues were not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly developed symptoms suggestive of a serious injury on two separate occasions and required hospitalization on one occasion as a result of the alleged inaccuracies. In addition, both result comparisons exceed lfs' criteria for accuracy testing.

Manufacturer narrative:
(B)(4) 2012: device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on [(B)(4) 2012] with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.